Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra meter was giving him inaccurate high readings as compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that at an unspecified date and time on (B)(6) 2011, he reported blood glucose results of "334 and 414mg/dl" with the subject meter and readings of "121 and 160mg/dl" on a freestyle lite meter, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that he manages his diabetes with insulin, lantus (unknown dosage) and in the morning of (B)(6) 2012, increased his lantus dosage to 30 units in response to the reported issue. At 10:00am on the same day, the patient claimed that he "felt dizzy and passed out" and was immediately taken to the emergency room, where he was "given shots for his iron." Two hours later, the patient was tested on the hospital's meter and he obtained a reading of "40mg/dl." At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products have been sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms of severe hypoglycemia and received treatment for an acute complication of diabetes after the alleged issue occurred.

Manufacturer narrative:
The products involved with this complaint have not been returned to lifescan for product analysis. The retain test strips were tested and they passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k062195.